Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error code b30 (scope communication error). The issue occurred during set up/inspection for use. There was no patient involvement.

Event description:
There was no additional information received from customer.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.